Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays revealed that the lead connector pins may not be fully inserted into the generator header cavity. Revision surgery is being considered to confirm connection problem, but is not yet scheduled.